Manufacturer narrative:
Received one 160656 in opened original packaging. Lot number was verified. Performed a visual inspection, the distal tip of the probe was damaged. The black sheath had a melted appearance and had split apart. The ceramic tip had come out of the probe. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4). Per the instructions for use, the user is advised the following: precautions: use of the handpiece without gas flow may cause severe tip damage. Make certain the abc connector is fully seated into the gas supply receptacle and make sure the gas supply hose does not become kinked or crimped. (Always test for gas flow prior to surgical use by activating the handpiece and directing the active tip toward pooled fluid. Appropriate gas flow will result in fluid dispersion prior to establishment of argon beam.) Do not test the generator by sparking the active electrode to the dispersive electrode (ground pad) or other objects. System set up procedure: inspect the probe for any damage. Do not use if you suspect any damage is present. Notify the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 160656 was being used during a laparoscopic donor nephrectomy on (B)(6) 2020 when the device "had a broken outer sheath which caused the distal ceramic tip of the argon hand probe to slide out during use". There was no report of injury to the patient or the user. There was no report medical intervention or hospitalization due to this event. The procedure was completed as planned using a new device. This caused a 15-minute delay in the procedure. Further assessment questioning found that the component fell onto the floor and had no contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.